Event description:
Fracture: cutting burr.

Manufacturer narrative:
This is the initial medwatch report. Device return has been requested. When returned, the device will be evaluated and a final report will be provided.